Manufacturer narrative:
(B)(4). Returned for investigation were an ac2 pump assembly (p/n 77-3200-001, s/n (B)(6)) and an ac2 m-force motor driver (p/n 77-3018-001, s/n (B)(6)). The samples were returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly and m-force were performed and no abnormality was noted. The returned pump assembly was installed into a known good ac2 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. Pumping was initiated successfully; however, a grinding sound was heard from the pump assembly. After approximately 5 minutes of pumping, a high baseline alarm occurred. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine source of the grinding noise. It was noted the grinding sound appeared to be coming from the lead screw which drives the bellows. No closer inspection to what was causing the grinding sound could be completed. Note: this is the original pump assembly for this pump. No functional testing was performed on the m-force motor driver as it was not related to the complaint. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue. The reported complaint of frequent high baseline alarms is confirmed. The pump alarmed high baseline during the complaint investigation. A grinding noise was heard coming from the lead screw within the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the high baseline alarm. The root cause of this complaint is manufacturing related. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
As reported from the clinical support specialist, "call from speedez. [The clinician] has had frequent high baseline alarms on the pump as did day shift. The patient was transferred from the va with a maquet 50cc iab on the (B)(6) 2022. The patient went to the cath lab today for multiple pcis. Patient is 6'1. I first recommended we get a repeat cxr to verify placement. We discussed possible removal; however, they plan to remove tomorrow ((B)(6) 2022) in the or. The patient has a new stent/graft in the insertion area and vascular surgery is set to remove the iab under controlled circumstances. This was the plan from since insertion. The patient is stable and has no vasoactive infusing. I had [the clinician] decrease the volume to 45cc and change to a 1:4 assist. The hemodynamics remained unchanged. I gave her my direct number to call should she have any further issues during the night. She also mentioned that the pump had issued a system controller failure earlier. We swapped consoles and the patient was without therapy for less than 20sec and remained stable. We did get one possible helium loss 2 on the second console. I told [the clinician] to relay the information to the fellow and then have them verify the placement after the cxr is taken. She verbalized understanding on all and had no further questions". Associated MDR 3010532612-2022-00474.

Event description:
As reported from the clinical support specialist, "call from (B)(6). [The clinician] has had frequent high baseline alarms on the pump as did day shift. The patient was transferred from the va with a maquet 50cc iab on the (B)(6) 2022. The patient went to the cath lab today for multiple pcis. Patient is 6'1. I first recommended we get a repeat cxr to verify placement. We discussed possible removal; however, they plan to remove tomorrow ((B)(6) 2022) in the or. The patient has a new stent/graft in the insertion area and vascular surgery is set to remove the iab under controlled circumstances. This was the plan from since insertion. The patient is stable and has no vasoactive infusing. I had [the clinician] decrease the volume to 45cc and change to a 1:4 assist. The hemodynamics remained unchanged. I gave her my direct number to call should she have any further issues during the night. She also mentioned that the pump had issued a system controller failure earlier. We swapped consoles and the patient was without therapy for less than 20sec and remained stable. We did get one possible helium loss 2 on the second console. I told [the clinician] to relay the information to the fellow and then have them verify the placement after the cxr is taken. She verbalized understanding on all and had no further questions". Associated MDR 3010532612-2022-00474.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.